Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a cause cannot be established. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Information has been requested but unknown at this time. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high definition lcd monitor display a no sync error. There was no patient involvement, no harm or user injury reported due to the event.